Event description:
Potential ventilator humidifier problem. Respiratory care has experienced a potential problem with a humidifier column (neptune smart concha column). The column may get air locked resulting in erroneously high tidal volumes in pressure control modes of ventilation or drop in proximal interphalangeal (pip) with increase co2 in volume control modes including pressure regulated volume control (prvc). Respiratory care converted to smart columns in the fall of 2019 with no reported issues until the last two weeks. When the issue arises, it manifests differently depending on the mode of ventilation. It also has the greatest effect on patients less than a year old in volume-targeted modes. In pressure control modes of ventilation there will be an increase in tidal volumes of 10-20ml, with little to no change in co2. This increased tidal volume is not delivered to the patient but "lost" to the column. In volume modes including prvc, there will be a sudden decrease in monitored pip and a rise in co2. The volume lost to the column satisfies the ventilator's target, limiting the volume that reaches the patient and therefore co2 clearance.